Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/26/2018. Evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the evidence of the examination, the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a mammectomy procedure on (B)(6) 2018 and suture was used. The needle was broken at the swage part when holding the needle and piercing the skin. It was commented that the needle was not dropped and no piece remained in the patient¿s body. Further details are not provided. There were no adverse consequences to the patient.